Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to corroded battery tube and battery cap contact. Insulin pump received with operating currents within specifications. No blank display or unexpected battery out limit alarms noted. No damage on the connector on lcd isolation tape noted. Insulin pump received with cracked case at display window corners and battery tube threads.

Event description:
Customer's mother reported that the insulin pump alarmed for battery out limit and had a blank display. The blood glucose reading was 97 mg/dl. She stated that the insulin pump had not been dropped or bumped or exposed to moisture and that it showed no signs of damage. She stated that the contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. Nothing further was reported.